Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer's brother called on behalf of the patient who received a button error alarm on their insulin pump. The patient's blood glucose level was at 130 mg/dl. The customer stated that they were sweating while walking in a parade and the moisture from the sweat could have got into the device. A new pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
No button error alarms were noted. The escape button did not respond due to corroded keypad traces. No moisture damage was noted on electronics. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.